Event description:
It was reported during a prostate procedure, the side-firing fiber was noticed to have commenced forward firing at 242861 joules. The procedure was completed with a second fiber. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber.